Event description:
It was reported that the user experienced prolonged low glucose and self-treated with approximately 95 g of carbohydrates including candy and a bagel, then sought guidance on whether to announce the meal; education was provided to avoid using meal announcements as corrections and to consider training on announcement types and auto/target features. Symptoms included blurred vision during the hypoglycemic episode. Outcomes included alerts for low and urgent low glucose and self-management without medical intervention or assistance. Investigation included review of device reports and user-reported history. Investigation of this case revealed maladaptive use of meal announcements to correct highs, which likely contributed to fluctuating glucose levels including a prolonged low. It was concluded, based on established findings for similar reports, that the cause was user-related technique and use errors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.